Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. The patient sample was collected in 5 ml becton dickinson (bd) serum separation tube (sst¿) and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was four hours old and stored at 4 degrees celsius. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00496, 2122870-2013-00497, 2122870-2013-00498, 2122870-2013-00499, 2122870-2013-00500, 2122870-2013-00501.

Event description:
The affiliate reported the customer alleged reproducible elevated total beta human chorionic gonadotrophin (tbhcg) results for one non-pregnant patient, on separate days, involving the access total sshcg reagent utilized in conjunction with the unicel dxi 800 access immunoassay system. An initial value of 21 miu/ml was obtained. The patient sample was diluted and reanalyzed on an alternate unicel dxi 800 system and on an access 2 analyzer, and the results were closely similar. In addition, the customer analyzed the same patient sample on four alternate methodologies; all results were below 1 miu/ml, which were within the normal reference range for the alternate methodologies. The erroneously elevated result was released out of the laboratory. As a result, in vitro fertilization (ivf) procedure was not performed on the patient due to the elevated tbhcg result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. On (B)(6) 2013, total sshcg calibration passed with acceptable relative light unit (rlu) values and precision. The patient sample was not available for internal testing. This is report one of six referencing the event date noted.